Event description:
The customer reported that, on attempting to implant the femoral head, the surgeon stated that, the component felt 'loose'. It is further reported that, a second device of the same size was opened and fitted correctly with no adverse effects to the pt. On (B)(6) 2008 - update from scrub nurse: the surgeon reported that, when performing the range of motion tests on the reduced hip, a sucking sound came from the head which dislocated. Update from customer (B)(6) 2008 - head implanted (6565-0-132 lot 26603703).

Manufacturer narrative:
Method: visual exam, device history review, complaint history review, dimensional exam, functional testing. Results: visual exam shows no visual discrepancies that would indicate that the device was non-functional. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Dimensional exam revealed no deviations. Functional testing indicated that, the device is in working condition. Conclusion: appears to be user related.